Manufacturer narrative:
(H3) the most likely cause for the revision reported due to early prosthesis wear may have been a combination of the risk factors specified in an hhe. However, this cannot be confirmed because the devices were not returned for evaluation, and images or radiographs were not provided.

Event description:
It was reported via a legal notification that a patient, who had advanced right coxarthrosis, underwent an initial right total hip procedure in (B)(6) 2018. They were implanted with a connexion gxl® neutral liner from the novation® crown cup model series and then had to undergo several weeks of inpatient rehabilitation. They were free of symptoms postoperatively. For about a year, however, the patient had been suffering from increasing considerable pain in his right hip joint area and had been unable to move his right leg since (B)(6) 2023. For this reason, he arranged a check-up. The surgeon discovered that the plastic inlay of the hip implant had suffered considerable wear. The plastic particles of the dissolving implant had already caused significant damage to the surrounding bone. For this reason, the client had to undergo a maximally invasive revision operation. He underwent follow-up treatment, which was initially scheduled for 6 weeks. Subsequent examinations confirmed the suspicion that the implant from your company had suffered considerable wear, which is why the treating doctors determined that an immediate revision was necessary. Due to the plastic particles that had already migrated from the joint, our client's entire pelvic bone was affected, which is why he had to undergo the extensive maximally invasive revision operation followed by several weeks of rehabilitation treatment, or is currently still receiving treatment. Our client suffered from considerable pain for years and was significantly restricted in his lifestyle. No further information.